Manufacturer narrative:
(B)(4).

Event description:
It was reported that a journey ii cr lkg fem imp bumper left broke inside the patient during a tka procedure. No harm or injury reported on patient. Procedure was finished with a smith and nephew back up device. No delay reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirmed the stated failure mode. The device has a large crack on the side of it. The device was manufactured in 2013 and shows signs of extensive use. A medical investigation was conducted and confirms per complaint details, the loaner instrument broke (cracked) inside the patient during a tka procedure; however, the femur was ¿fully seated at this point so no patient issue occurred¿ and a smith and nephew back up device was available. It was communicated that the requested clinical documentation was not available for inclusion in a medical investigation. Per the product evaluation, the visual evaluation confirmed the failure. No harm, patient injury, or surgical delay was alleged; therefore, no further medical assessment is warranted at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.